Event description:
New information notes that the patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with pause episodes in their implantable cardiac monitor (icm). The electrograms showed that this was due to undersensing. Nothing was done to address this issue. No patient consequences reported.